Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the balloon ruptured due to the calcium was so severe and hard. The procedure was completed with a different device. Patient condition was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).